Manufacturer narrative:
Product disposed by hospital and lot number not provided, thus cannot obtain expiration date and device manufacture date. Product disposed by hospital, thus unable to evaluate device. Results: review of the procedural angiogram provided by the hospital could not confirm a definite free perforation. However, several areas of dissection were observed. Atrial dissection or perforation is a potential adverse effect of percutaneous transluminal angioplasty procedures and is listed in the angiosculpt device IFU.

Event description:
Totally occluded left superficial femoral artery (sfa) with reconstitution at popliteal artery with single vessel run off. Passed a 2076-4020 angiosculpt. Inflated multiple times along long diseased segment of sfa only to nominal pressure (8 atmospheres) each time. Operator felt may have been a little oversized in distal sfa area. After inflations, dye was injected and perforation was noted mid-distal sfa. Dye was visualized outside the artery and even seemed to fill the venous system. Long regular pta balloon was then inflated in the sfa for 10 minutes twice then once for 15 minutes. Stent was placed across the area and post dilated with a pta balloon. Pt was discharged home with no complications noted. Per additional information received from the hospital: following multiple inflations with a 4.0 x 20 mm angiosculpt, there were multiple areas of dissection observed throughout the course of the vessel. The areas of dissection were successfully treated. Pt was asymptomatic and the procedure was terminated.